Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 9.880 mg/day), clonidine (20 mcg/ml at 13.174 mcg/day), baclofen (compounded) (75 mcg/ml at 49.401 mcg/day), and bupivacaine (11 mg/ml at 7.245 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had a pump motor stall and tube set alarm. There was no motor stall recovery. Technical services reviewed that the pump could recover at any point and would resume at the programmed rate. Reviewed consideration for pump replacement. The patient later called in to report that they were supposed to get their pump filled today however at the appointment they were told their pump had stopped working since (B)(6) 2022. They had been in a lot of pain and withdrawal since then. They wanted to know what they should do since their healthcare provider (hcp) was supposed to send a prescription to help with the withdrawal however they had not gotten it yet. Patient services redirected them to seek medical attention if needed and to follow up with hcp regarding prescription.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a company representative reported that the unprompted motor stall occurred in november 2021. The patient was not due for a pump replacement until the end of 2022. The patient experienced withdrawal symptoms after no longer receiving intrathecal drug therapy. There were no external/environmental/patient factors that may have contributed to the issue. Diagnostics/troubleshooting performed included the pump being interrogated after the patient complained of the critical alarm going off. The logs showed a motor stall in november with no recovery. The remaining drug was removed from the pump and replaced with preservative free normal saline. The pump continued to alarm. Actions/interventions taken to resolve the event was the pump was explanted and replaced with a new pump. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they didn¿t know the cause of the motor stall. The patient had withdrawal symptoms a few days before. The motor is still stalled and they were sending the patient for replacement.

Manufacturer narrative:
H3: the pump was returned and destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two and wearing on the lower shaft of gear number one. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.